Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
According to the customer: "concern regarding clot entrainment in centrifugal pump. Pressure generation for a given rpm reduced substantially. Request to check disposable and verify. The product has been replaced during treatment." No known consequences to the patient. (B)(4).